Event description:
In 2002, the cryopreserved pulmonary valve and conduit was implanted as a pulmonary valve into a pt with unknown medical history. It was reported that approx six months after implant, the pt acquired a fungal infection that required explant of the valve. The complaint valve was replaced with another cryolife-processed pulmonary allograft. Additional info concerning this event has been requested, but no info has been received to date.